Manufacturer narrative:
Visual inspection of the device showed the unit showed no evidence or defects that could have contributed to the "difficult to move/steer". Additionally it was found that the irrigation tubing set was damaged.

Event description:
Reportable based on analysis completed on 29 july 2022. It was reported that a blazer open-irrigated catheter was used in a flutter ablation procedure. During the procedure that catheter was noted to be unable to hold deflection. After a new positioning, the steering cable no longer had command, despite having been positioned in six different locations. The catheter was replaced and the procedure was completed with no patient complications being reported. Analysis of the returned device revealed that the irrigation leur was detached from the catheter.